Event description:
Device was used during a breast biopsy. Reportedly, the abbi gear did not work properly and surgical intervention was required. The hosp has reported the pt's condition is satisfactory.